Event description:
Reported condition: blood pump rotor cover broken. Machine installed (B)(6) 2023 machine total run hours at the time of event was 4700hrs. 04/01/2025: national service engineer replaced with a new blood pump assembly. Machine is operating to manufacturers specifications. Ready for patient use.